Event description:
It was reported that during the renal artery stenting treatment procedure, the express biliary sd premounted stent dislodged from the delivery catheter. Following advancement through the 90% stenotic lesion in the renal artery, the device was pulled back to reposition when the stent dislodged. The balloon had not been inflated when the dislodgement occurred. The procedure was completed successfully using a new express biliary stent. No pt injuries or complications were reported. The pt's status was reported as 'satisfactory/good.'